Event description:
Needle breakage. Customer perceives needle to be breaking easily during dental surgery. Outcome to pt does not denote adverse event. MDR regulation 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.